Event description:
Procedure: gastrectomy. According to the reporter: the final staples at the distal end of the reload did not fire correctly and the reload would not open. They had to cut the reload at the distal end off the tissue. The reload had a duet barrier, so some of the duet came away from the tissue that had fired correctly at the proximal end of the staple line. Therefore, the staff did not get a complete firing. Another reload was opened. Pt status is fine. Operative time was extended by 15.

Manufacturer narrative:
(B)(4)